Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient had a constant shocking sensation, fluid filled and also a permanent nerve damage and permanent injuries. Patient further started they have a revision in six months. No further complications were noted or anticipated.